Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) had gas loss. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and confirmed alarms occurred in the logs, but could not duplicate the error. The fse pumped the unit with a patient simulator and 40 cc balloon for one hour at different rates with no failures. The unit passed all calibration, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.